Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the drawer 3.2 was fails to open. The customer reported that the issue occurred when dispensing medications to the patient and resulted in a delay to the patient workflow. There were no adverse events or injuries reported based on this event.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the drawer 3.2 was fails to open. The customer reported that the issue occurred when dispensing medications to the patient and resulted in a delay to the patient workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-sep-2013 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the pocket d5 in main drawer 3.2 had failed. A field service engineer ran hardware test application and found a medication wrapper causing pocket d5 in drawer 3.2 to fail. The fse removed the medication wrapper. The unit was powered down, and the bus cable and retractor band were inspected. After testing in hardware test application, it was confirmed that the customer would not take custody of the key if the pocket was broken. All functions were confirmed to be working properly, except for drawer 3.2, where pocket d5 was scheduled for replacement. Then fse replaced the pocket. The system functioned as intended after the field service engineer repaired the device.